Manufacturer narrative:
Concomitant medical products: 694765 lead implanted: (B)(6) 2007; 5076-52 lead implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was noted the patient had an antibacterial absorbable envelope and the cardiac resynchronization therapy defibrillator (crt-d) system was removed. The patient received a leadless pacemaker shortly thereafter. No further patient complications have been reported as a result of this event.